Event description:
It was reported that a large volume folfusor had 20ml of the fluorouracil and sodium chloride solution left after 20 minutes of infusion. The device was filled with a total volume of 200ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The folfusor was received for evaluation. Visual inspection did not identify any defects associated with the reported condition. A functional flow rate test was performed, the results were within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.